Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a set change, observed insulin leakage at the cartridge-to-connector interface, replaced all disposable components, and subsequently reported continued high glucose before trending down after additional time on the pump. Symptoms included dry mouth. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included customer counseling, product troubleshooting, and assessment of use conditions. Investigation of this case revealed leakage at the cartridge connection with user-reported factors including potential overfilling and inserting the cartridge before rewinding, consistent with use-related handling contributing to a compromised seal. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cartridge preparation and installation.